Manufacturer narrative:
Manufacturing evaluation - analysis and results: there is one previous complaint of this code-batch regarding the same issues and closed as confirmed after analysis. There are no units in our stock. We have received four closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of the samples received and the results are: 0.073 kgf in minimum and 0.702 kgf in maximum (bbs requirements: 0.080 kgf in minimum and 1.700 kgf in maximum). One of the results does not fulfill bbs requirement for minimum. However, 1 low value in 15 tested units is accepted, according to the bbs requirements. Nevertheless, taking into account this value and that there is one previous complaint where the results did not fulfil the bbs requirement, we consider that the complaint is confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b. Braun surgical requirements. Final conclusions: we conclude that the complaint is confirmed by evidence of the samples received.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K031286. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the safil violet suture. It was reported that during a 30-day period, the suture malfunctioned. While using the suture to close the abdomen, the needle detached with difficulty. Also, there were some packets in which it was noted that the needle had already detached. Additional information was not provided. Associated complaints reported separately (no evidence that it occurred during same procedure).